Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had runs of ventricular tachycardia, so the impella was repositioned. As the patient continued on support, it was reported that the patient went into atrial fibrillation/rapid ventricular response requiring cardioversion and also coded. The patient was evaluated and it was noted that the ejection fraction was decreased to fifteen percent and the impella appeared deep and was pulled back at bedside. The patient was escalated to impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.